Event description:
Ous MDR - after an implantation time of 2 days, it was reported that the shock impedance was below 25 ohms. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without problems. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
Ous MDR.